Event description:
Further information was received indicating that the event started on (B)(6) 2014 and ended on (B)(6) 2015. The severity of the event was moderate. It was reported that the generalized tonic-clonic seizures event was not related to the implant. It was reported to be unlikely related to the vns stimulation.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed that both, the generator and the lead passed all functional tests prior to distribution.

Event description:
Information was received via a clinical studies form that the reported increase in seizures has been resolved and the patient has recovered.

Event description:
It was reported that a patient who is subject to a vns study had presented an increase in the frequency of generalized tonic-clonic seizures. The event debuted in (B)(6) 2014. The severity of the event was unknown. It was unknown whether the event was related to vns stimulation or implant surgery. The study therapy and the dose and schedule of the medication were modified. The event was not indicated as a serious adverse event. Review of manufacturing records confirmed that both, the generator and the lead passed all functional tests prior to distribution. No known surgical interventions have occurred to date.